Manufacturer narrative:
Device evaluation summary: the following parts were returned to medtronic for failure investigation: 1. Graphical user interface (gui) to breath delivery (bd) cable 2. Bd printed circuit board (pcb) 3. Oxygen (o2) sensor cable. The gui to bd calbe and the bd pcb are currently undergoing failure investigation. Once the investigation is complete, a supplemental medwatch report will be submitted with the investigation findings. The 02 sensor cable was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable and the bd printed circuit board (pcb). During testing, the oxygen sensor could not be calibrated. The se replaced the oxygen sensor cable. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a device alert and had an open safety valve; the unit was reported to be inoperative. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the breath delivery xena ii printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation analysis: the graphical user interface (gui) to breath delivery (bd) cable was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.